Event description:
Pt's wife (B)(6) spontaneously called the pharmacy to inform that ms3 pump with sn (B)(4) did not administer drug for 3 days and she only noticed when she went to change on saturday. She restarted the pt at his current dose and he has no complaints of issues or side effects. Pump is being replaced and malfunctioning pump being sent back to pharmacy. No other info known. We replaced the device. Did the pt have a backup device they were able to switch to? Yes. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Reported to (B)(6) by pt/caregiver. Dose or amount: 59nkm, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2012 to current. Diagnosis or reason for use: i27.0.